Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5. Color: pink. Battery life remaining: 10 months. Customer reports: inpen is not recording the exact doses dialed on inpen. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. The inpen paired to the commercial app with small pairing dose. Inpen received with leadscrew 3/4 of the travel. Leadscrew retracts into inpen when dialing a dose. Leadscrew intermittently advances in travel. Resistance was noticed when leadscrew was rewound. Unable to perform functional test. Pending further analysis that will be performed at san diego location. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen app was not recording the exact doses dialed on the inpen. The dose amount app records was different than what is dialed on the inpen, on inpen it shows 7 units but app shows only 5.5 . No harm requiring medical intervention was reported. Troubleshooting was  performed,  the customer will discontinue use of the device. The device was returned for analysis.

Manufacturer narrative:
Customer reports: inpen is not recording the exact doses dialed on inpen. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. The inpen paired to the commercial app with small pairing dose. Inpen received with leadscrew 3/4 of the travel. Leadscrew retracts into inpen when dialing a dose. Leadscrew intermittently advances in travel. Resistance was noticed when leadscrew was rewound. Unable to perform functional test. Pending further analysis that will be performed at san diego location. In conclusion: per san diego analysis, inpen retracted and extended while dialing. Cut open dose knob and a sticky liquid was observed on the electronics housing which was the cause of the retraction and extension when dialing. This can affect insulin delivery. However, unable to verify customer complaint of dose log inaccuracy due to leadscrew anomaly caused by moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.